Manufacturer narrative:
The subject device was returned for investigation and inspected. The device was received without part of the balloon, part of the inner member, distal tip, and distal marker band. It was reported that the detached components were successfully retrieved. The reported failure of the balloon rupture and detached component was confirmed. It is possible that the balloon rupture prevented the balloon from fully deflating and during removal, the balloon got stuck somewhere and ended up separating. Per the reported information, it was noted that the device was pulsed at 8 atm which could have contributed to the balloon rupture. Per the IFU, it is noted that: "4 atm is lithotripsy treatment balloon pressure, 6 atm is nominal balloon pressure and post- treatment angioplasty pressure and 10 atm is rbp (rated burst pressure) of the balloon." Based on the reported information and investigation observations, the damage could possibly be attributed to user error. None of the components were reported to be left inside the patient. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ ivl catheter was used to treat a lesion in the left iliac artery via retrograde access through a 7fr sheath. 4 ivl cycles were delivered at 4 atm, and one ivl cycle was delivered at 8 atm. 150 ivl pulses were delivered in total before the balloon ruptured. The balloon was deflated and during removal, the balloon and tip of the catheter detached. There was no excessive force applied during device removal or manipulation. The physician replaced the 7fr sheath with a 9fr sheath. The detached fragments were then successfully retrieved from the patient via snaring. There was no patient harm reported.